Event description:
Reporter indicated that device diagnostics at a routine office visit resulted in high lead impedance indicating a possible lead break. The patient reported not being able to feel stimulation preceeding discovery of the high impedance. X-rays reviewed by the manufacturer could not confirm proper lead pin insertion. This is the most likely cause of the reported high impedance. Patient underwent revision surgery in which the generator was replacement. Diagnostics after the generator replacement revealed impedance within normal limits.

Manufacturer narrative:
X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.